Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was replaced.

Event description:
As the physician was attempting to remove the device, resistance was encountered and it "suddenly felt that the coil was detached from the delivery wire". The whole system was removed from the patient and the physician noted that the coil had detached from the delivery wire at the detachment zone. The procedure was successfully completed with no clinical consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure .